Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported air in line alarms. Air in line alarms were found through a review of the event history log on the last day of customer use; however, it cannot be determined if the alarms are true or false. Evaluation found that ultrasonic sensor was out of specification and caused the symptom. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced air in line alarm. There was no known patient injury or medical intervention associated with this event. No additional information is available.